Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was told that device had less than one year remaining. The patient believed that physical symptoms might be related to the battery getting low. Boston scientific technical services (ts) suggested to have system evaluated by the physician. Attempt to obtain additional information was unsuccessful. The crt-d remains in service. No adverse patient effects were reported.